Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2012 and suture was used. It was noted that the package of suture had two small pinholes. This was noted prior to introducing the product onto the sterile field. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual devices involved in this event was returned for evaluation. The devices was visually and functionally evaluated. A bubble leak testing was performed on all of the sealed packages. There was no indication of leaks either through the seal area or in the foil cavity. The open package underwent a dye penetration test. None of the dye applied leaked through the foil fractures, indicating this was not a through hole.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.